Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient presented for device check. Upon interrogation, the pulse generator exhibited undersensing of atrial fibrillation and undersensing of premature ventricular contractions. The atrial sensitivity was lowered in order to sense atrial fibrillation appropriately. It was also discovered that the right ventricular lead had noise and the device had been programmed to least sensitive. The lead also had out of range low impedance. Due to patient's age, the physician opted to leave the ventricular lead as is. The patient was stable throughout the event.